Event description:
Ventilator in use on pt. Inspiratory pause button depressed and both airway pressure and volume meters went to o. Ventilator stopped delivering breaths. Rn removed pt from ventilator and ventilated with manual resuscitator with o2 at flush. Rn placed pt on another ventilator. Ni untoward pt effects. Rep then in attendance throughout. Action taken by distributor. The unit received an operational verification procedure. All tests were passed. While the unit was running the inspiratory and expiratory pause buttons depressed several times. The problem could not be duplicated. Distributor then contacted MFR about the incident. MFR believes the problem was caused by the inspiratory pause being stuck. The button assembly was disassembled and examined for damage, and was found to be working properly. The circuit board assemblies were then checked for loose connections. The unit will now be run for 24 hrs while periodically checking the inspiratory and expiratory pause buttons. The unit meets MFR's specifications.